Event description:
Pt tested and obtained a 237mg/dl; pt then took 12units of insulin. Two hours later pt tested again and obtained a 157 mg/dl. Pt retested again 15 minutes later with a new vial of test strips and obtained a 45mg/dl. Pt then treated themselves with 5 and one half units of carbohydrates. Pt did not seek any medical attention or call their md. Unclear if pt experienced any symptoms. Subject lot # of test strips 1019248 was falling out of range with the control solution. Range was (100-135) and result was 216. Lifescan rep found out that control solution was opened for more than three months. Lfs rep sent pt a new vial of control solution and asked pt to send back subject lot #1019248 of test strips. Lifescan received the subject lot # of test strips and did a control sol test lot # 1a2c07 and obtained a reading of 197, 206 and 201, range is (100-135). Pt has not received new vial of control solution yet, but when they do, they will call lifescan.